Event description:
It was reported to boston scientific corporation that an obtryx mid urethral sling was implanted. According to the complainant, on an unknown date after the procedure, the patient experienced mesh erosion. Further operations were planned to remove the mesh and to treat incontinence. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an obtryx mid urethral sling was implanted. According to the complainant, on an unknown date after the procedure, the patient experienced mesh erosion. Further operations were planned to remove the mesh and to treat incontinence. Additional information received on march 24, 2015. The obtryx mid urethral sling was implanted during an obturator tape placement. In 2013, the patient experienced erosion. The mesh was removed in (B)(6) 2014. The patient is currently doing fine.

Manufacturer narrative:
The upn and lot number are not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.